Manufacturer narrative:
Customer facility phone number:(B)(6) customer contact phone number:(B)(6) device evaluation in progress.

Event description:
It was reported that during pre-use check, the customer noticed the connector side on the level 1 hotline disposables was broken. There was no patient involvement.

Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid fluid warming/level two pictures provided which revealed and confirmed cracking on luer lock adapter female p/n 00-208, this condition could cause leakage or another functional failure on the product. Samples tested also confirmed complaint. Device passed 100 percent prior to release of product. Cause is believed during a pre-use check, the customer noticed the device-side connector was broken. No patient injury. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, and rmp 1034 rev. 100 root cause can be determined as supplier item fault.